Manufacturer narrative:
No button error alarm noted. Esc button did not respond due to corroded keypad trace. No moisture damage on electronics and motor noted. Pump received with minor scratched display window, cracked reservoir tube lip and stained address/serial number label. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that the device was in her wet swimsuit prior to the alarm occurring. Blood glucose level at the time of the incident was 118 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.